Event description:
It was reported that a request for additional information was sent to technical services (ts) due to a product performance issue when it comes to this pacemaker. It was noted that post implant measurements were abnormal, no adverse patient effects were reported. The device remains implanted.